Manufacturer narrative:
The review of the device history record showed no deviations. This is the final supplemental report, the complaint is closed.

Event description:
"Notified that during a fusion nail case, the resident was unable to advance the set screw. Another box was opened and used with no issue. The representative stated that while the cement was hardening in a fusion nail case, the morse taper was impacted. Then they went to engage the set screw but they were not able to advance it. In order to save time, a new implant was opened and used without issue. The delay was less than 4 minutes. Upon investigating the wasted implant later, the representative found the screw in the morse taper was assembled backwards. The part will be returned for the investigation." [Customer].

Event description:
"Notified that during a fusion nail case, the resident was unable to advance the set screw. Another box was opened and used with no issue. The representative stated that while the cement was hardening in a fusion nail case, the morse taper was impacted. Then they went to engage the set screw but they were not able to advance it. In order to save time, a new implant was opened and used without issue. The delay was less than 4 minutes. Upon investigating the wasted implant later, the representative found the screw in the morse taper was assembled backwards. The part will be returned for the investigation." [Customer].